Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; it is unknown if the patient was reimplanted with a new device.

Event description:
Per the clinic, the patient was admitted to the hospital for surgical treatment of an abcess around the implant site (specific treatment unknown) as well as for treatment with antibiotics (type not reported) the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.